Manufacturer narrative:
No device-related deaths or serious injuries were informed and there is no evidence of product malfunction. As no further information was provided, we consider the negative readout for positive controls may have been caused by product misuse or a bi or auto-reader malfunction. Product malfunction may cause the device to fail to perform its essential function and compromise the sterilization process monitoring effectiveness which could contribute to death or serious injury if it were to recur.

Event description:
The user reported that positive control bis were showing negative results for the fluorescence readout. No further information was shared by the user or the distributor.